Manufacturer narrative:
(B)(4) - blade will not advance. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The blade failed to advance during the evaluation.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the blade of the device would not come out of the housing. A second device was used to complete the procedure with no adverse patient consequences.